Event description:
The patient reported no longer hearing sound sensations. The manufacturer was not contacted for diagnostic testing. The healthcare professionals determined the device should be explanted, based on their testing. Explantation/reimplantation surgery was done in 2000.